Event description:
It was reported that the helix would not retract all the way into lead body and because of this, the tip of the helix kept getting caught on tissue. The physician was therefore not able to advance the lead. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found.